Event description:
A customer in the united states reported a false negative cefoxitin screen (false susceptible oxacillin) result for a staphylococcus aureus urine culture in association with the vitek® 2 ast-gp75 test kit. The sample tested was a urine culture with a >100,000 col/ml of yellowish gram positive cocci, catalase +, staphaurex +, pbp2a + , after 24 hours of incubation in non-co2 incubator. A gp75 card (lot 2750019403) was setup using isolated colonies from a 24 hour culture on bap. The next day oxacillin result was mic 0.5 (s), not matching results obtained with alere pbp2a. The sample was sent to a reference laboratory for cefoxitin testing due to the inconsistent mic compared to pbp2a, and the result came back as sensitive (cefoxitin screen on ast-gp75 card was negative). The customer reported that the discrepant ast-gp75 result did not lead to any adverse event, delay, or action related to the patient's state of health or treatment. The customer stated that quality control is performed weekly and maintenance of equipment is done and documented per manufacturer's instructions and the instrument is working as expected (based on qc results). An internal biomérieux investigation has been initiated.